Event description:
It was reported this implantable defibrillation lead exhibited a single high impedance measurement of 2434 ohms from the 294 ohm range. There were no stored episodes or evidence of noise on the presenting electrogram (egm). In-clinic troubleshooting options were discussed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).